Manufacturer narrative:
Other relevant device(s) are: product: sw version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively for a orbital decompression procedure. It was reported that during a clinical case the site was having issues with registering the patient. It was known that they were doing an orbital decompression on the left eye and when registering the ent instruments, they were all over 6mm inaccurate. The site had focused on the bridge of the nose and to the forehead when tracing. Patient tracker was properly placed. No metal was introduced into the field and tracking, and emitter details were fine. The site had tried to re-register multiple times and were able to get to a 1.1 after doing a point merge but still all ent instruments were inaccurate. The site was only able to get the cranial tracer probe to register and show points of accuracy. The site had used the ostium seeker, straight probe, straight suction. There was a 30 minutes delay in the case for all re registrations. The site was still unable to use ent instruments. There was no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failure was found, and everything performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was completed, noting that there was insufficient information in the analysis. It was stated that in the archive, registration looks good with registration accuracy 1.1. Green zone covers left side of the patient anatomy around the area of interest. Also logs were reviewed and include some coil errors. Apart from this didn't get additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.